Event description:
A complaint regarding 17" (43 cm) appx 5.4 ml, bifuse add-on set w/chemolock¿, 3 clamps (blue, 2 white), dry spike adapter experienced foreign matter. The reporter stated, ¿sheering of plastic when chemolock spiked with fres krabi line resulting in plastic particles evident in drip chamber of line.¿ the event occurred during priming of saline medication. Someone became aware of the issue when they saw particles in drip chamber. The product was not reprocessed or re-sterilized prior to use. The suspected product is available for evaluation and available for retrieval. The product was not contaminated with biohazard or chemotherapeutic agent. There was no patient involvement, no patient harm/adverse event and no delay in therapy.

Manufacturer narrative:
G4: model number is not sold in the us but similar device is sold under model ch3187. This product was used for the product code and 501k. D1 brand name: 17" (43 cm) appx 5.4 ml, bifuse add-on set w/chemolock¿, 3 clamps (blue, 2 white), dry spike adapter investigation summary: received one (1) used. List# 011-cl3187, 17" (43 cm) appx 5.4 ml, bifuse add-on set w/chemolock¿, 3 clamps (blue, 2 white), dry spike adapter; one (1) used, infusion set. A small plastic particulate floating inside the drip spike adapter is observed, the source of the particle may come from inside the dry chamber, no additional damage or anomalies were observed. No assignable cause related to ICU medical product manufacturing or design was identified. Reported condition was replicated when using the drip chamber spike provided by the customer and the shape of this drip chamber used to access the ICU medical dry spike is considered the most relevant factor to create these particulates. Probable cause of the drip chamber tip pieces broken inside the dry spike adaptor was due to unintentional bending force applied during use. A DHR lot and relevant commodities were reviewed, the following discrepancy was identified: exception type: ncmr, lot#:13830676, 13800355. Discrepancy: "it is reported by mfg leader, during the assembly process of order (B)(4), component with deformity: r1-4163 with lot number 13800355. Item: sub0000006. The entire order is stopped for the quantity of (B)(4) pieces. A total of (B)(4) r1-4163 with deformity were reported." "4 units of component r1-4163 ¿female luer, spiros¿, rev.06 lot #13800355 with ¿occlusion¿ are reported.